Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had a lead warning for low impedance of twenty four ohms. Information revealed that the device has a known behavior that can occasionally report the lead impedance of twenty four ohms. The lead and device remain in use. No patient complications have been reported as a result of this event.